Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on endoscope connector. Stress from use, external factors, or handling that has damaged the image sensor unit (such as broken wires) or caused a failure in the mounted components on the circuit board (such as ic chips or capacitors). The event can be detected/prevented by following the instructions for use which state: instruction manual upper gastrointestinal general-purpose video scope olympus gif-ez1500 operation chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, important information ¿ please read before use precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had scope error code e237. There was no patient involvement.